Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk also, all of the buttons functioned properly however, found corroded keypad traces during our visual inspection. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a compromised forced sensor alarm and was not able to clear. Customer's blood glucose was not provided. Insulin pump will be replaced.